Event description:
A review of service data detected a reportable event. Upon service investigation, electrode belt sn (B)(4) failed the hi-pot test. The last patient to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon service investigation the belt failed the hi-pot test. Upon investigation, there was a black pulse wire inside the distribution node (dn) coming from the dn to front therapy electrode cable with a hole in the insulation. The exposed wire was making contact and shorting the dn pca. This caused the belt to fail the hi-pot test. The root cause for damaged wire insulation was unable to be positively determined. No adverse event resulted from the defective pulse wire. The last patient to use this electrode belt did not report any problems.